Event description:
Three endeavor sprint drug-eluting stents were implanted during the index procedure - one in the rca and two in the lad. An angiographic complication of dissection occurred during implantation of the two stents in the lad during the index procedure.

Manufacturer narrative:
(B)(4).